Event description:
It was reported that (2) pcu keypads displayed bubbling and cracking issues. There was no patient involvement, issues found during inspection.

Manufacturer narrative:
After file review file no longer reportable.

Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that (2) pcu keypad displayed bubbling and cracking issues. Although requested there was no additional information provided.

Manufacturer narrative:
Investigation conclusion: the customer¿s report that the pcu keypads displayed bubbling and cracking issues was confirmed on the returned keypads. Device inspection: external inspection was performed on the received m2 pcu keypads (qty 2 p/n tc10010217). The keypads were observed with delamination/lifting along the upper left area of the keypad overlays. Root cause analysis: the proximate cause of the customer¿s report that the pcu keypads displayed bubbling and cracking issues is due to the m2 pcu design not allowing sufficient space between the front case and the overlay. As a result, thermal stress can cause the overlay to buckle or pop-up indicating that the force of adhesion between the overlay and the adhesive tape has been exceeded by the force that causes the buckling. This phenomena can be exacerbated by temperature cycling. Device history review: review of the pcu module 15171279 service history record showed the device had a manufacture date of 17mar2018. A review of the device service history record was performed beginning from the date of manufacture to the present date 03dec2020 and indicated that this device has not been returned for service. Review of the production failure record was performed beginning from the date of manufacture through present. The failure record showed no production failure records were opened for the source device. H3 other text : only keypads were returned for investigation.

Event description:
It was reported that (2) pcu keypad displayed bubbling and cracking issues. Although requested there was no additional information provided.